Event description:
4/15/98- pt underwent lt upper lobectomy for lung cancer. Initially did well/stable post op. 4/16/98- early am, started having hemoptysis and rapid arterial desaturations associated with an increase in her chest tube output. Pt emergently intubated and mechanically ventilated and given blood transfusions. Chest x-ray demonstrated progressive opacification of the lt hemithorax. Pt ultimately returned to surgery. Massive hemorrhaging into remaining lower lobe of lt lung as well as hemorrhage into pleural space. Surgeon indicated staples were intact. Possibly tissue torn from staple line and hemorrhage occurred from a branch of the pulmonary artery. Pt coded at end of the procedure. Resuscitation not successful. Facility became aware of concern on the part of the surgeon of a possible problem with the staples/stapler-5/20/1998.